Event description:
During service of the device, a failed power supply was observed. The heart lung console is fully functional with one of two proper supplies operating, however, without the second power supply, the backup battery power source cannot be recharged. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.